Event description:
The customer reported that during a routine check of the unit prior to use on a patient, the unit failed to run on alternating current power, would only run on dc (battery) power. The patient was switched to another unit and therapy was initiated. No patient injury was reported.